Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge. Tandem technical supported educated the customer that they must remove air from the cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.